Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. It should be noted that during the course of troubleshooting, it was identified the customer had the incorrect battery type in her adc meter. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the adc blood glucose meter. On (B)(6) 2017, customer was reportedly asleep when she awoke due to having trouble breathing. Customer experienced additional symptoms described as "vomiting and urinating a lot" and attempted to test using her adc meter but was unsuccessful due to the meter not powering on with button press or test strip insertion. Customer self-administered 20 units of novolog insulin "within 3 hours" and around 2:00 am on (B)(6) 2017, paramedics arrived and transported the customer to a local hospital where she was diagnosed with diabetic ketoacidosis (dka) and administered unspecified intravenous treatment, "nausea and pain medications", and was "put on an insulin pump." There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An extended investigation has been conducted, which involved a manufacturing review (including 5 years of device history records (dhrs)), previous complaint and corrective and preventive action (CAPA) investigations conducted for blank screen issues, process failure mode effects analyses (pfmeas), design controls, and design failure mode effects analyses (dfmeas), risk management reports, risk evaluations, and label copy. The investigation did not identify any indication that the product did not meet specification. If the product is returned, an investigation will be performed.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
This serves as a correction report. (Adverse event/product problem), (outcomes attributed to ae), (date of event), (describe event or problem) and (type of reportable event) were incorrectly documented in the MDR follow up #1 report.

Event description:
A battery/no power issue was reported with the adc blood glucose meter. On (B)(6) 2017, customer was reportedly asleep when she awoke due to having trouble breathing. Customer experienced additional symptoms described as "vomiting and urinating a lot" and attempted to test using her adc meter but was unsuccessful due to the meter not powering on with button press or test strip insertion. Customer self-administered 20 units of novolog insulin "within 3 hours" and around 2:00 am on (B)(6) 2017, paramedics arrived and transported the customer to a local hospital where she was diagnosed with diabetic ketoacidosis (dka) and administered unspecified intravenous treatment, "nausea and pain medications", and was "put on an insulin pump". There was no report of death or permanent impairment associated with this event.